Event description:
It was reported by the patient that "one of my leads is breaking down." Follow-up with the patients clinic was unable to substantiate or negate any lead issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)